Manufacturer narrative:
One device was received. Per visual inspection, there was a hole in the front cover, outdated printed circuit board (pcb) and power switch, faded and worn line cord, corroded quick connect, crack in enclosure under quick connect, pole clamp has gouges inside, missing water tank cover. The complaint was confirmed during functional testing. The cause was a crack in the enclosure. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It was deemed beyond economical repair and was scrapped.

Event description:
It was reported that the device was leaking at the drain pork/cracked. The unit was not dropped hence there was no physical damage. The event occurred during preventive maintenance. No patient involvement was reported.